Event description:
Reporter stated that while pt was in hospital the device allegedly delivered an unintended 10-unit bolus (bolus was reflected in device history, but pt has no recollection of programming it-pt was asleep at the time the bolus was delivered). Pt experienced a hypoglycemic event (pt was unconsicous and sweating profusely with a blood glucose of 20 mg/dl). Pt was treated with d-50. Pt had also experienced a similar event a home while sleeping. During this event, the pt was again sweating and was not making sense while talking (blood glucose=27 mg/dl). Dates of events are unknown.